Event description:
It was reported that 2 bd ultra-fine¿ 3/10ml insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: however, two of the samples were observed to have experienced a needle hub separation instead of their cannulas being missing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that 2 bd ultra-fine¿ 3/10ml insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: however, two of the samples were observed to have experienced a needle hub separation instead of their cannulas being missing.

Manufacturer narrative:
H6: investigation summary customer returned (4) 0.3ml syringes. Two of the syringes had their needle shields and hubs separate from the barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tip of the barrels or their respective needle hubs. No signs of use and no other defects found. One of the remaining syringes was returned fully intact. A needle shield pull force test was performed on this syringe. The needle shield required 1.62 lbs of force to be removed. Removing the needle shield found that the hub was properly attached to the barrel of the syringe. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. This syringe was undamaged and functioned as intended. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of a needle hub separation. Root cause for this defect cannot be determined.